Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that the device had issues powering on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heatsine evaluated the device and was able to verify the reported issue. Upon receipt, it was observed that the +ve terminal pogo-pin would fall into its barrel upon rotation of the device. Measurements taken during the investigation confirmed the failure of the +ve pogo-pin. The failed pogo-pin had resulted in an intermittent connection between the device and pad-pak resulting in the low battery fails from 15th june 2021. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt alongside a flashing red status indicator and failure chirp. The intermittent connection also caused the user to observe on/off button issues with the device from it not powering on. Furthermore, information from the device memory showed multiple occasions in which the device recorded temperatures below the indicated minimum of 0 °c, with a low of -3.2°c recorded on the 14th february 2021. This may have contributed to the failure of the +ve pogo-pin. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that the device had issues powering on. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.